Manufacturer narrative:
The customer reported that the central nurse's station (cns) unexpectedly shut down. This was due to poor maintenance. He was advised to replace the hdd every 2 years and to keep dust and dirt from getting into the unit's vents.

Event description:
The customer reported that the central nurse's station (cns) unexpectedly shut down.